Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a physician on (B)(6)2010 and upon medical review, has been upgraded to serious based on the reclassification for the event (s) following assessement utilizing the company's new device reporting tree (B)(4). This case is associated to case (B)(4) by reporter. This case involves a female pt who received poly-l-lactic acid (sculptra) therapy on an unspecified date. The pt was breastfeeding at the time of poly-l-lactic acid administration. No additional treatment details were mentioned. Relevant medical history and concomitant medication info were not reported. Two years after poly-l-lactic acid injection, the pt developed nodules. No other event details were provided. Action taken: not applicable. Corrective treatment/outcome - unk. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Physician's causality assessment: probable.